Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump successfully, and the malfunction did not recur after the reset. No further information regarding the cartridge alarm was provided. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.